Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, in the first device, the doctor recognized that there was a gap between the jaw and the clip at the first firing. As the doctor determined the device functioned, the device was used as-is and fired several times on the left gastroepiploic blood vessel. Although the formed clip was slightly misaligned, the clip worked as intended. However, the clip fell out afterward. As the clip fell out outside of the patient, no clips were left inside the patient's body. In the second device, scissoring occurred at the first firing when the device was fired on the vein of the left stomach. No extra tension was added when the device was fired. When the second device was checked its function after scissoring, it functioned properly. Therefore, the second device was used as-is to complete the case. There were no adverse consequences to the patient. The doctor commented that there were no difficulty in firing both the first and the second devices.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Two malformed clips and one unformed clip were received inside plastic bag. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition; no malformed clip inside a sample bag was received. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90e2g, expiration date: 01/2016, manufacturing date: 02/2011.